Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images and movies demonstrate the placed stent inside the sfa, and hour glass like deformation confirms stent twisting during deployment. A movement of the proximal marker is visible on the x-ray video towards end of deployment, but a length measurement was not possible due to missing adequate scaling information. A 6f introducer with 0.035" guidewire were used for access, the vessel was not tortuous/ calcified, and the lesion was pre dilated. The user did not experience difficulty during deployment, force or torsion was not exerted during deployment, and the stent length after deployment was as expected. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure via left common femoral puncture using the lifestent xl vascular stent and during the procedure it was reported that the stent was deployed in overlap lifestent xl 7x150 when a third part of the stent was already deployed, a stent twisted was allegedly found in the fluoroscopic image. A procedure completed without complications for the patient.